Manufacturer narrative:
Additional information: a1, a2, b5, b7, d10, h6 (update codes), h11. B5: the device contained flucloxacillin. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified elastomeric pump. It was observed that the device had not infused any of the medication since starting the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.